Event description:
During the mitral valve in mitral annular calcification (mac) case using a 29mm sapien 3 ultra resilia valve, after failing to successfully plug the paravalvular leak (pvl) jets, the operators opted to put a 29mm sapien 3 valve in as a valve in valve. The second valve was inserted but the operator had difficulty pulling the pusher back into the left atrium and then lost left ventricle (lv) wire access, so they removed the valve. A 3rd sapien 3 valve was implanted successfully. The commander delivery system will not be returned for examination.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 29mm commander delivery system (ds) was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The following instructions were reviewed: commander s3/s3u/s3ur and the device procedural manual. Based on this review, no IFU training deficiencies were identified. It should be noted that the thv was implanted in a pre-existing transcatheter valve in the mitral position for this case. The sapien 3 valve with the commander delivery system was indicated for a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement only. Therefore, this was an off-label operation for thv-in-thv at the mitral position. The reported event of resistance with the flex shaft was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history was unable to be performed as the wo information was unavailable. Additionally, a review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "after failing to successfully plug the pvl jets, the operators opted to put a 29mm sapien 3 valve in as a valve in valve. The second valve was inserted but the operator had difficulty pulling the pusher back in the left atrium, and then lost lv wire access so they removed the valve and asked for a third valve. Follow-up indicated that the operators mentioned this was strictly due to the patient's anatomy and the difficult angle coming across the septum into the left atrium with the commander." In this case, it is possible that the angulation across the septum and into the landing zone caused non-axiality when pulling the flex catheter/pusher back, which resulted in resistance within the system. Available information suggests that procedural factors (device angulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.